Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown medication via implanted infusion pump. It was reported that the patient's device was not functioning within normal tolerances. It was later reported on 2023-may-17 that the patient's pump pocket was infected. It was reported that the patient was doing well until the week of 2023-mar-19 where she had noticed swelling of her pocket. The pump was replaced on 2023-jan-26 and she noticed around march 14, and increase of swelling where it also started to drain. Cultures were obtained when she went to see the hcp in their office. However, cultures were showing no growth, no organisms were seen, and no white blood cells or bacteria. Infectious disease diagnosed it as inflammatory versus infection, but recommended the pump and catheter be removed for presumed infection. During the procedure, an elliptical incision was made to cut out the old incision that appeared to have granulation tissue and possibly infected tissue. The patient also had 40 mls aspirated of serousanguineous fluid that was sent for gram stain and culture. A pulse lavage was used to clean all the subcutaneous tissue and incision. All hemostatsis was controlled with cautery. A drain was placed into the patient's right lower quadrant. The patient had 1 gram of vancomycin placed into the wound and the skin was closed. Due to the infection that was present and removal of the infected skin margins, it was decided to close the patient with staples instead of monocryl. No complications were noted. The infusion pump after the procedure was identified on the back table. The port was accessed and 20 ml of morphine was removed and discarded. No further information was reported.

Manufacturer narrative:
Continuation of d10: product ID 8784 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2023. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 09-nov-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. The pump was returned for analysis and identified no anomalies. The catheter was returned for analysis and identified no significant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.